Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, a patient with long term end-stage renal disease had a gore® acuseal vascular graft implanted in the thigh for arteriovenous access. On (B)(6) 2015, the gore® acuseal vascular graft was explanted due to infection caused by a posterior wall puncture during cannulation. The puncture led to a large groin hematoma.

Manufacturer narrative:
(B)(4): review of device manufacturing and sterilization record history confirmed device met pre-release specifications.

Manufacturer narrative:
Device lot number was requested but not made available. Therefore, review of device manufacturing record history could not be performed.